Manufacturer narrative:
(B)(4). The reported description notes that the customer felt that the monitor should have alarmed. No pt harm/injury was reported. The monitor alarm review log shows that the monitor recognized the alarms. The monitor was tested by the hospital biomedical engineer, it passed all testing and alarmed as expected. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that the customer felt that the monitor should have alarmed, but did not. No pt harm/injury was reported.